Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support determined that the malfunction code was not resettable and decided to replace the pump. The caller was provided instructions on placing the pump into storage mode before returning it and was advised to send the defective pump back within 10 days to avoid being billed. They were also informed about the need to program their settings and connect their continuous glucose monitor to the replacement pump. A replacement pump was sent to the customer, who understood and acknowledged all instructions.